Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to change the row board in drawer . A field service engineer replaced the row board and receipted, all cables and drawer worked as expected. The system functioned as intended.